Event description:
Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Could you please confirm if the leakage occurred due to damage to the septum? Customer response on (B)(6) 2025. The patient got poked for an IV two extra times unnecessarily. The first time- the needle would not remove from the cathlon. Even though the nurse had tested and withdrew the needle before inserting. It would not fully come off and seemed stuck to the cathlon. Or like the grey ring at the end. I will attach photos to this thread to give example. The second time. It seemed like there was a hole at the end of where the vent was, and when I went to flush, it just went straight out through there. And wouldn't hold any positive pressure to lock and when infusing would just come straight out through the end pictured with the finger pointed to the spot where tit was leaking out. We then went and got a whole new IV from a new lot and it worked fine. There was no damage to the septum. Everything appeared intact.

Manufacturer narrative:
Additional information added in b tab. Investigation results: the complaint of a leak from the septum could not be confirmed from the photographs that were provided for investigation. One photo showed the catheter adapter that had been separated from the safety mechanism. The customer was pointing to the septum, but no leaks or damage were observed on the sample. Although the photos and manufacturing records do not support the complainant¿s description of the reported leak, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): 2024-12-20. Level of harm: minimal harm. Incident details: two incidents with IV cathlons with same lot # wouldn't advance, then second time, was leaking out valve opposite to the IV cathlon. Who was affected? Patient. Frequency of problem: multiple times. Invasive procedure? Yes. Procedure: IV insertion.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.